Manufacturer narrative:
The manufacturing record evaluation was provided on (B)(6) 2019 and the investigation summary was completed on (B)(6) 2019. Investigation summary: it was reported that a 71-year-old female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation phase, while ablating the apex of the left ventricle a steam pop was noted. An 8 ohm impedance rise was seen with the steam pop. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echo and transthoracic echo (tee). Pericadiocentesis was performed to remove 1300 cc of fluid from the pericardial space. The patient was then sent to surgery for an exploratory sternotomy. During surgery, a perforation was discovered at the apex of the left ventricle that was fixed by the surgeon. The patient had to be brought back to surgery a second time that evening because the perforation was not fully sealed during the first intervention. Extended hospitalization was required due to the surgical procedures that were required to seal the perforation. The patient has continued to be monitored at the hospital. The patient was reported to be in stable condition. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/19/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, us catalog #:fg540000, serial #: (B)(4). Smartablate generator, us catalog #: m490007, serial #: (B)(4). Smartablate pump, us catalog #: m490008, serial #: (B)(4). Soundstar eco catheter, us catalog #: 10438577, serial #: (B)(4). Pentaray navigational eco catheter, us catalog #: d128211, lot #: 30172391l. Non biosense webster, inc. Product: st. Jude medical brk-1, 71 cm - ref 407201. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, while ablating the apex of the left ventricle a steam pop was noted. An 8 ohm impedance rise was seen with the steam pop. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echo and transthoracic echo (tee). Pericardiocentesis was performed to remove 1300 cc of fluid from the pericardial space. The patient was then sent to surgery for an exploratory sternotomy. During surgery, a perforation was discovered at the apex of the left ventricle that was fixed by the surgeon. The patient had to be brought back to surgery a second time that evening because the perforation was not fully sealed during the first intervention. Extended hospitalization was required due to the surgical procedures that were required to seal the perforation. The patient has continued to be monitored at the hospital. The patient was reported to be in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician did not attribute the causality of the event to the biosense webster, inc. Product. Transseptal puncture was performed with a st. Jude medical brk-1, 71 cm transseptal needle. The ablation was performed at 40 watts. The flow rate was set to 15 ml/min. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters used for stability were 2 mm, 4 sec with force over time set to 25% > 3 g. Tag size was set to default of 2 mm. No additional filters were used with the visitag. The color option used prospectively was time with a range of 2 - 10 sec. Only the grid feature of visitag was displayed during ablation. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Steam pop was assessed as not reportable. It is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.